Event description:
Philips received a complaint on the v60 ventilator indicating that the device was only running on internal battery. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The customer informed the remote service engineer (rse) that the device was having power issues. The customer did the 35-volt rail test and replaced the power cord, but the device was still experiencing the issue. The customer was provided with the recommended troubleshooting steps. The rse informed the customer that, based on the troubleshooting results, the power supply would need to be replaced. The customer requested the part information for the power supply, and the rse provided it. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 06sep2023, it was stated that the recommended replacement power supply was ordered, delivered, and replaced. The device was returned to full functionality and put back into use. The replaced power supply will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.